Event description:
Per the clinic, the device was explanted on (B)(6), 2021 due to other medical reasons. The patient was reimplanted with another cochlear device on (B)(6), 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 25, 2022.